Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: given the nature of the alleged incident, the device was not returned for evaluation. The clinical/medical investigation concluded that, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the smith and nephew knee device, one or more of its components, or its intended therapeutic action. The impact the patient beyond the physical therapy cannot be determined, since it is unknown how the patient¿s pain is being managed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code. Health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after implantation of a knee tep had been performed on (B)(6) 2023, the patient experienced inflammation in the capsule. It has been very painful and the leg has been completely thick and swollen. The patient is still having physical therapy, but it is unknown how the pain is being managed.